Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2022 due to high blood glucose. Customer's current blood glucose was 500 mg/dl. Customer treated high blood glucose with manual injection. The customer had symptoms of high blood glucose which was headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. The infusion set had bent cannula. The insulin pump will be not returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.